Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing pocket heating while recharging their ipg. As a result, the patient's scs system was explanted. Note: a similar event in relation to this patient was previously reported under MFR. Report#: 1627487-2013-19091 and 1627487-2013-19092.